Manufacturer narrative:
The reported event of stretched helix was confirmed. Final analysis found that the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. The device exhibited normal device characteristics without any anomalies.

Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant. During the procedure, it was found that the lp helix had snagged and became stretched. The lp was not implanted during the procedure on (B)(6) 2023. The patient was stable.